Event description:
It was reported that the patient presented in clinic feeling pain and discomfort at the site of the implant. It was noted that the implantable cardioverter defibrillator exhibited sensing anomaly. It was further noted that the patient had recurrent episodes of supraventricular tachycardia. The device was explanted and a subcutaneous system was implanted. The patient tolerated the procedure well.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.